Manufacturer narrative:
The date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a video missing issue, intermittent image and no image issue during reprocessing involving an olympus digital light source cable. There was no patient involvement.